Event description:
The customer reported that the sys would lock up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep recommended a software upgrade. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.